Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer while using a single-use implantable drug delivery indwelling needle to administer fluids to a patient, discovered the needle was leaking and immediately stopped using it.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed; however, the exact cause could not be determined. One 20 g powerloc infusion set was returned for evaluation. An initial visual observation revealed use residue (likely from saline solution crystals) in the tubing. The safety mechanism was observed to be engaged. A functional testing of flushing the infusion set with water using a 12ml syringe was performed. A leak was observed at the connection point between the tubing and the needle housing. A microscopic observation revealed a partial detachment of the tubing from the needle housing. What appeared to be adhesive delamination was observed. It is unclear whether the damage was caused during manufacturing, transportation, or handling of the device. This complaint will be recorded for future trending and monitoring purposes.